Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath and telescope were found kinked, and the imaging window was found flat. Microscopic inspection revealed the imaging window and drive cable were found with twists. The impedance test showed an electrical open distal waveform between 0-10cm from the distal housing. The returned media was inspected and revealed the parent record shows no image on the capital equipment screen.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery with 35 mm in length and 2.75 mm vessel diameter. An opticross hd imaging catheter was selected for use in the ultrasound examination. During insertion, resistance was encountered and during the procedure, no image was shown. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed the imaging window twisted.